Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the guidewire came out of the side needle notch. This occurred during training using a vein block, not on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper guidewire advancement is confirmed and was determined to be use-related. One 18ga accucath ace was returned for evaluation. An initial visual observation revealed use residue on the sample. The guidewire was observed to be protruding from the needle flash notch. The guidewire coiled tip was observed to be broken and missing a small section of the tip. A microscopic observation revealed the broken guidewire coiled tip appeared to have a mostly flat and granular fracture surface, and the guidewire was observed to curve and taper near the break, indicating a tensile break occurred. No obvious damage was observed on the needle bevel or the flash notch. The investigation findings suggest the guidewire encountered resistance during insertion, causing the guidewire to fail to advance. This complaint will be recorded for future trending and monitoring purposes.